Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. A fixed prime test was performed and the insulin exited. The educator indicated that the high-pressure test also passed. It was mentioned that the alarm history revealed several alarms. The contact informed that the customer tried a bolus and kept receiving the alarm.